Event description:
(B)(4). Weight gain of more than (B)(6), migraines, throwing up, heavy bleeding, fatigue, passing blood clots, light headed, lower back pain, breast tenderness, cramps. Periods that last 2 weeks at a time.